Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and there were positioning issues. The staff were unable to reposition the pump and it was weaned and explanted.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12661.